Event description:
Boston scientific was notified of an event where during a coiling of a ruptured aneurysm, measuring 3.0 x 3.0 mm, with a 1.3 mm neck, thrombus formation occurred, requiring the administration of reopro.